Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provided information received through follow up. The user provided the following additional information: the user did not use anti-fog agent. They used lubricant that could adhere to the scope distal end and/or the cover. The cover attached to the scope was not damaged. After attaching the cover to the scope, the user confirmed that the cover to did not come off by pulling/twisting it. The user reported having pushed firmly until the hook at the scope tip was visible within opening of the cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the suggested event occurred by the following: the cover covered hook of the scope tip, did not go over the hook completely. Subsequently, attachment of the cover was insufficient, the cover was easy to come off the scope. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: "operation manual states the detection way at chapter 4 - 4.1. Operation manual states the preventive measures at chapter 3 - 3.5". Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided: there were no symptoms of defecation or vomiting after the procedure. The cap was not retrieved after the procedure. No additional information regarding the patient's condition.

Event description:
The customer reported that the single use distal cover fell off from the evis exera iii duodenovideoscope during an unspecified diagnostic procedure. The customer was not sure where the distal cap was lost but when they noticed it was missing, they went back in to look for it as far as the duodenum, but they never located it. The procedure was prolonged by 30 minutes to try and locate the cover. The condition of the patient and outcome of the procedure were not impacted and there was no further medical intervention done. The procedure was completed with the same device. There was no harm or user injury reported due to the event. The related patient identifier (B)(6) reports the single use distal cover.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the distal end of the plastic cover and the distal end of the body had a chip and deep scratch at the hold ring, the cement was peeling on the objective and light guide lenses, and a crack in the a-rubber glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2023-00359.